Event description:
The customer's mother reported that she believed the pod had not been delivering insulin over an 18 hr period. Insulin delivery from the pod was suspended and a manual injection was administered. Believing that her son was experiencing a dka episode, she took him to the hospital. Test results came back negative and the son's bg's were within the target range. The pod continued to be worn over the next couple of days and high bg's (432 mg/ml) were experienced. The pod will be returned for eval.

Manufacturer narrative:
The device involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.